Event description:
It was reported that the tip of the unit broke off during a shoulder arthroscopy. It was further reported that the doctor was using the shaver in the joint and the tip of the unit fell into the joint. The doctor used an arthroscopic grasper to retrieve the broken part from the joint. It was further reported that the doctor successfully completed the procedure with another unit. There were no reported adverse consequences to the patient.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.